Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the esc button was unresponsive. Customer's blood glucose was 45 mg/dl. Customer treated with orange juice and granola bar. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd keypad connector. Unable to perform all functional testing including the displacement ,operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked case at the display window corners and broken reservoir tube lip.